Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the clinic complaining of experiencing phrenic nerve stimulation. The lead exhibited high thresholds and undersensing around october. Microperforation was confirmed via fluoroscopy. The lead was explanted and replaced.